Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value is 100 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.